Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the vio dv 2.0 integrated electrosurgical unit (erbe) to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and in error log, no data was found to indicate that the fault had occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed on an in-house system where the unit functioned as expected. The unit energized and cauterized and all ports recognized instruments. The complaint was not confirmed based on failure analysis.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, error m-02 occurred on vio dv 2.0 integrated electrosurgical unit (erbe). The technical support engineer (tse) confirmed error m-02 in the logs. The tse asked the customer to verify if the footpedal in the vision side cart (vsc) drawer had been pressed. The error persisted despite multiple power cycles. The customer aborted the procedure without patient involvement.